Event description:
Procedure: fem pop bypass. According to the reporter: postoperative bleeding induced by suture insufficiency may have been caused by the manipulation of the suture stand with an instrument. Re-operation was necessary.

Manufacturer narrative:
(B)(4).